Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the system was providing readings that differed from their blood glucometer measurements. The case was escalated for further review, and based on the evaluation, a sensor replacement was approved due to performance deviation. An RMA was issued so the sensor could be returned for investigation. Visual inspection of the returned sensor showed that a portion of the hydrogel was missing from the long end of the device. This damage was most likely caused by excessive force from the removal clamps during explant and was not related to the user's reported issue. Adequate hydrogel coverage remained over the optical components, so the observed damage was not expected to affect functional testing. A review of the in-vivo data revealed optical instability across all four channels during the timeframe when the user experienced inaccurate readings, and this instability was the most likely cause of the performance issue. However, the failure mode could not be reproduced during returned-product analysis. This could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The root cause for the observed optical instability could not be determined, but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. As part of the resolution, the user was provided with a replacement sensor.